Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal on (B)(6) 2010 and (B)(6) 2012 due to erosion, pain and dyspareunia.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a video cystoscopy due to stress urinary incontinence. The patient underwent mesh revision on (B)(6) 2010, due to vaginal mesh exposure. The patient underwent mesh removal on (B)(6) 2012, due to mesh exposure and stress urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced intrinsic sphincter deficiency.

Manufacturer narrative:
(B)(4).